Event description:
The customer received questionable free triiodothyronine (ft3) results. The customer provided data for one patient with two separate samples. The first sample's initial ft3 result was 5.04 pg/ml. In (B)(6) 2011, the patient's sample was sent to a commercial laboratory (bml) to be analyzed. The result from an architect analyzer was 3.34 pg/ml. The result from an advia centaur analyzer was 2.9 pg/ml. On (B)(6) 2012, the second sample's initial ft3 result was 4.68 pg/ml. The sample was sent to another hospital and analyzed on an architect analyzer and the result was 2.56 pg/ml. The sample was then sent to the commercial laboratory (bml) to be analyzed. The result from an advia centaur was 2.3 pg/ml. The customer stated "both results were reported outside the laboratory". The patient was not adversely affected by this event. The ft3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The sample was provided for investigation. A specific root cause could not be identified. No interferences were identified. The patient had been taking ancaron for ten years. This medication may lead to hyperthyroidism/hypothyroidism by inhibition of peripheral conversion of t4 to t3 and inhibition of t4 secretion. The patient was not harmed.